Event description:
It was reported that during a procedure above the bifurcation of the internal carotid artery, an endarterectomy cutdown was performed; the barewire guide wire was positioned and the xact self-expanding stent system (sess) was advanced through the sheath but met unspecified resistance and could not be positioned in the vessel to cover the marginal bridge area. It was decided to remove the guide wire, however, it caught in the sess and the devices became entangled and neither could be advanced or removed separately. It was noted that excessive tugging was attempted to separate the devices without success and the guide wire became shredded while inside the sess. The devices were removed as a system from the anatomy without issue and the procedure was completed using a second abbott stent. The patient was noted as stable throughout the procedure. Post-procedure the patient was able to wiggle his toes and was responsive to commands. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The devices were returned for analysis. The reported entanglement with the xact, difficulty removing, damage caused by the other device, stretched coils and separation was confirmed. Based on a visual dimensional and functional analysis of the returned product, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the instruction for use (IFU) for the emboshield nav6 embolic protection system and barewire filter delivery wire provides the description of the barewire filter delivery wire including the drawing which shows the 0.019 step which acts as a distal stop for the filtration element. Based on the reviewed information, no product deficiency was identified. The xact referenced is being filed under a separate manufacturing report number.